Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Device was post-sensed t-wave oversensing and was noted a stored egm. Patient received inappropriate hv therapy. Programming changes were made in clinic. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.